Event description:
It was reported that a malfunction with the code malf 12 occurred, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.